Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5039533) in united states on 15-jan-2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer experienced heavy painful periods, severe weight gain, severe cramps and she was always sick. She had an uterine ablation done a year later in 2012. She had to have a hysterectomy done to remove the coils. Result and assessment of the product technical complaint investigation received on 02-feb-2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. (B)(4). Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy painful periods. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure therapy abnormal genital bleeding and menses pattern changes may occur. In the present case, scarce information was provided. The time interval between essure insertion and the event was not reported. However, given the nature of the reported event, a causal relationship with essure cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the required intervention for essure removal (hysterectomy). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.